Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device did not have a charge and there was a coupling issue. The caller mentioned the patient was constantly charging the implant everyday and it took 2.5 hours but the charge was not lasting. At the time of the call the patient's arm was all over the place and they were not sure what was going on. Patient services confirmed with the patient programmer that the battery was low and the patient should charge the implant, the ins status was off and the patient could not turn it on because the implant charge was depleted and as a result there was a loss of therapy. It was noted that this had happened before and the doctor was able to get the device up and running by giving a little punch from the device and the patient's arm was steady after they turned it back on. The patient stated the little punch wasn't painful, when they turned stimulation on there was a little thud and their arms flailed and then steadied. At the time of the call the caller was holding the antenna and would occasionally get 6 coupling bars, sometimes it would move to 0, 2, or 4 bars. The patient said once on the call they moved a bit which made it change. It was also reported that the patient did not use the holster when they charge because it did not hold the antenna in place. Patient services reviewed that if patient was holding the antenna while charging the coupling might be inconsistent making it longer to charge, possibly not getting fully charged. Patient services suggested adhesive discs and using the holster with them so patient could potentially be more mobile and coupling be more consistent. A new antenna and adhesive discs were sent to the patient as a trouble shooting measure. Patient services reviewed charging practices with the patient and they were able to charge, the ins recharger showed the implant was charging and the implant only had a sliver of battery. There were no further complications reported as a result of this event. The date of event is an approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of the patient and the patient. It recharging issues were restated, stating it takes hours to get good coupling. It was reported that they are also charging the device over clothes. Technical services reviewed how charging the device over cloths can affect coupling and recharge rate. It was also reported that the patient had hand tremors that were ¿going all over the place and is hurting him¿ and ¿getting worse and worse¿. The issue had been occurring for about a week prior. The patient¿s ins was checked and found to be off. Technical services assisted the patient in turning the device back on. The patient reported a ¿jump¿ when it was turned on this time as well, but the sensation lessened and the issue was reportedly resolve.